Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had a molding defect, but could still be used. The following information was provided by the initial reporter: " the tubes appear collapsed at the top end underneath the cap."